Event description:
The customer reported via phone call that the insulin pump alarmed button error as she was about to do a bolus. The insulin pump's screen was frozen. Customer's blood glucose level was 86 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent up buttons response due to corroded keypad traces. No frozen screen noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.